Event description:
The company was informed that the recipient experienced a cerebrospinal fluid (csf) leak. The recipient reportedly underwent wound revision surgery and csf leak repair on (B)(6) 2022.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The cerebrospinal fluid (csf) leak was successfully repaired. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.